Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the meter allegedly displays an unknown error message. The reporter was unable to recall the specific error message displayed. The issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4): the meter involved with this complaint failed testing. The meter was found to have high spc pin. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. The product(s) have not yet been evaluated; lfs will evaluate it/them and inform FDA of the results in a supplemental report.